Event description:
Patient was undergoing robotic lh bilateral salpingo-oophorectomy and mccall's monarch anterior repair. The plastic part of the spatula broke off during the procedure. This has occurred previously with the same operator, according to operating room nurse operator has been re-trained by the company rep on previous occasions. Diagnosis or reason for use: surgery for hysterectomy and bladder suspension.